Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3 (evaluation is in progress, but not yet concluded)

Event description:
The user facility reported to terumo cardiovascular that during a lung transplant, large bubbles were coming out of the blood inflow side of oxygenator. The partial pressure of oxygen (po2) was greater than 300; the patient's saturation remained stable. It was elected to change the oxygenator because they still had an hour left on the pump. Product was changed out there was a 5 minute delay in procedure and blood loss of 100cc procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 29, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3. (Date received by manufacturer), g6. (Indication that this is a follow-up report), h2. (Follow-up due to additional information and device evaluation), h3. (Device evaluated by manufacturer), h6. (Identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt with no anomaly noted, such as breakage. The returned unit was rinsed and then leak tested. The blood channel of the actual sample was filled with colored saline solution and circulated; no leakage was found. The blood outlet port side of the device was blocked, and air pressure of 2kgf/cm2 was applied to the blood channel form the blood inlet port side, and the inside of the housing on the gas channel side was confirmed, and no leakage was found. It is possible that the blood properties changed due to some factors, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This caused the fiber to become hydrophilic, leading to plasma leakage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.